Event description:
Under some pressure, macrobore extension sets leaked where the clave meets the IV tubing. A defect at that site was identified. The hospital has pulled affected lots and will return to hospira.